Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient had been experiencing difficulty recharging her ipg due to it being tilted in the pocket. In turn, the patient lost stimulation. As a result, the patient underwent surgical intervention. During the procedure, the ipg was able to communicate with a charging system once the pocket was opened. Next, the doctor explanted and replaced the patient's ipg with a different model. Stimulation was restored post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.